Event description:
The pt received her scs system including paddle leads on (B)(6) 2007. It was reported that the pt lost stimulation. X-rays showed that the leads had completely pulled out of the ipg. The physician chose not to revise the pt at that time. No product was returned to ans for eval. Follow up on the pt found no further issues reported. It is unk if any devices were explanted or if additional surgery was performed.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.